Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, one clip scissored and then another clip partially formed, jammed and would not fire. The shape of the clip was like a balloon. They shook the device; removed the clip and completed the case with that device. There were no noise issues, there were staples present in that area and they were able to remove the devices with no difficulty. There was no patient consequence reported.